Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete deployment of endoprosthesis. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior to the endoprostheses being implanted, the left internal iliac artery was coil-embolized. The physician advanced a delivery catheter for trunk-ipsilateral leg component from the left side and deployed the proximal portion of the endoprosthesis. It was revealed that the contralateral gate around the bifurcation (flow-divider) of the endoprosthesis was kinked, resulting in the guidewire being difficult to advance into the gate. Several attempts were made to obtain the guidewire access into the gate to deploy a contralateral leg component, but those were not successful. An intra-procedure angiography was run, revealing no flow into the aneurysm sac. The physician considered the risk of ischemia to the right leg and decided to convert the patient to aorto-uni-iliac (aui) procedure. Two aortic extender components were deployed around the flow-divider of the trunk-ipsilateral leg component to exclude blood flow to the contralateral gate, followed by a contralateral leg component being implanted for the distal extension of the ipsilateral leg on the left side. The right common iliac artery around the terminal aorta was also coil-embolized, and a femoro-femoral bypass (from left to right) procedure was performed to maintain blood flow to the right leg. The patient tolerated the procedure.